Event description:
Additional information provided confirmed the event was observed during preparation. The customer also stated they are unaware if the device was dropped, or came in contact with a hard surface, or sharp corner. It was stated a light source serial number (s/n) (B)(6) was used in the event as a concomitant device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to the defective socket connector. However, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the device yielded no image. This is attributed to bent pins inside the camera connector receptacle socket. The user¿s complaint of bent pins was confirmed. The device has updated switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for bent pin in connector observed during preparation for use. There is no patient involvement. At the time of evaluation of the returned device, it was observed that the device yielded no image. This is attributed to bent pins inside the camera connector receptacle socket. This medwatch is being submitted for the reportable issue of no image observed at the time of device evaluation.